Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during initiation of cardiopulmonary bypass using the custom tubing pack, a flow issue occurred immediately upon initiation, and high arterial line pressure was observed, which was suspected to be related to cannula positioning. The issue did not worsen over time. Anti-coagulation was assessed using the (hms) hemostasis management system, and the priming solution consisted of plasmalyte and heparin. The patient had not previously been on heparin or another anti-coagulant therapy. The patient was given albumin, and re-cannulation was performed using a larger cannula. Cardiopulmonary bypass was re-initiated with sufficient flows. No patient complications have been reported as a result of this event. Medtronic received additional information that re-cannulating using a larger cannula was not part of a regular procedure but after r e-cannulation the flow was normal. The cannula was most likely the issue. Medtronic received additional information that there was no issue observed with the ap40 centrifugal pump.

Manufacturer narrative:
Medtronic received additional information that the cannula used during the procedure was not a medtronic cannula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.